Manufacturer narrative:
Conclusion: this complaint describes the use of the absorbable hemostat on the posterior part of the intercostal thoracotomy space and the prod was not removed following hemostasis. The instructions for use clearly warns against using the prod near bony foramina and indicates that the prod must always be removed when used in proximity to foramina in bone, areas of bony confine, the spinal cord and/or the optic chiasm regardless of the type of procedure because surgical hemostat, by swelling my exert pressure resulting in paralysis and/or nerve damage.

Event description:
It was reported that the absorbable hemostat used was on the posterior part of the intercostal thoracotomy space during lobectomy for lung tumor (carcinoma) removal. The hemostat was not removed following the achievement of hemostasis. During the pt's transfer to the ICU on the afternoon after the procedure, a slight hyperaesthesia appeared of the left lower limb and was diagnosed during the post op routine check up. In 2006, a lumbar vertebrae CT scan was performed which did not show a hematoma or disc protrusion. On the same day, at 6pm, flaccid paraplegia was noticed. An MRI was performed which showed an intra-medullar and extra-dural accumulation or protrusion at the level of t5 compressing the spinal cord. A procedure was required, of which details are unk. The pt is currently well. It is not known if any other devices were involved in the incident.